Event description:
It was reported, during the middle of the colonoscopy screening at the cecum, a static screen was occurring intermittently when using the video system center, light source, lcd monitor, nurse monitor. There are also b30 and e216 errors. Another tower was attempted to be used, however it did not work either. The issue caused a 30 minute delay and the patient was never woken up from anesthesia. Eventually the original olympus processor started working again and was used to complete the procedure. The customer called and troubleshooting was performed with both light sources with an unspecified scope and there were no issues or errors on either light source with the specific scope.